Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, tonsillectomy, tooth pain and cervical pap smear abnormal (for cancer screening). Concurrent conditions included gerd since (B)(6) 2017, cardiac arrhythmia since (B)(6) 2013, nausea, micturition urgency, urinary frequency, lower abdominal pain, perineal pain and uterine adhesions. Concomitant products included omeprazole for gerd as well as cefazolin since (B)(6) 2018, fentanyl since (B)(6) 2018, hydromorphone since (B)(6) 2018, ibuprofen, ondansetron since (B)(6) 2018, oxycodone since (B)(6) 2018 and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("plaintiff has suffered physical pain/claiming pain: pelvic/abdominal, chronic/ pain pelvic"), depression ("psych injury related to essure? Yes/ depression"), urinary tract infection ("bladder/urinary problems: urinary problems, uti/ infection (bladder/urinary tract/vaginal) type:urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury related to essure? Yes/ anxiety and mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("claiming pain: pelvic/abdominal, chronic"), urinary tract disorder ("bladder/urinary problems: urinary problems, uti") and headache ("headaches"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, migraine and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection, headache, vaginal haemorrhage, menorrhagia, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013, (B)(6) 2013 discrepancy noted in removal date- (B)(6) 2018, (B)(6) 2018- the plantiff received treatment for pelvic pain, device dislocation, abdominal pain, genital haemorrhage, psychological trauma, urinary tract disorder, urinary tract infection, headache. The plan was to have 3 coils outside the tubal ostia but with deployment only the very last part of the coil was outside the tubal ostia on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: left fallopian tube remains patent despite adequate appearance of position of the essure micro-insert. Right fallopian tube remains patent in the proximal aspect with contrast extending to the mid insert level. Patient was instructed to continue alternative contraception and await further instructions from doctor. The findings were also given to her sister in law, that the patient wished to be involved with the consultation; on (B)(6) 2014: as per mr-the tubes are closed. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : urinary tract infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events vaginal discharge, dyspareunia and abnormal bleeding (vaginal, menorrhagia) was updated to recovered/resolved. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 1, tonsillectomy, tooth pain and cervical pap smear abnormal (for cancer screening). Concurrent conditions included gerd since (B)(6) 2017, cardiac arrhythmia since (B)(6) 2013, nausea, micturition urgency, urinary frequency, lower abdominal pain, perineal pain and uterine adhesions. Concomitant products included omeprazole for gerd as well as cefazolin since (B)(6) 2018, fentanyl since (B)(6) 2018, hydromorphone since (B)(6) 2018, ibuprofen, ondansetron since (B)(6) 2018, oxycodone since (B)(6) 2018 and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("plaintiff has suffered physical pain/claiming pain: pelvic/abdominal, chronic/ pain pelvic"), depression ("psych injury related to essure? Yes/ depression"), urinary tract infection ("bladder/urinary problems: urinary problems, uti/ infection (bladder/urinary tract/vaginal) type:urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury related to essure? Yes/ anxiety and mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general, abnormal bleeding"), abdominal pain ("claiming pain: pelvic/abdominal, chronic"), urinary tract disorder ("bladder/urinary problems: urinary problems, uti") and headache ("headaches"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, migraine and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection, headache, vaginal haemorrhage, menorrhagia, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013, (B)(6) 2013 discrepancy noted in removal date- (B)(6) 2018, (B)(6) 2018- the plantiff received treatment for pelvic pain, device dislocation, abdominal pain, genital haemorrhage, psychological trauma, urinary tract disorder, urinary tract infection, headache the plan was to have 3 coils outside the tubal ostia but with deployment only the very last part of the coil was outside the tubal ostia on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: left fallopian tube remains patent despite adequate appearance of position of the essure micro-insert. Right fallopian tube remains patent in the proximal aspect with contrast extending to the mid insert level. Patient was instructed to continue alternative contraception and await further instructions from doctor. The findings were also given to her sister in law, that the patient wished to be involved with the consultation; on (B)(6) 2014: as per mr-the tubes are closed. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : urinary tract infection, pelvic pain. Lot number: b27986. Manufacturing date: 2013-04. Expiration date: 2016-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (batch no. B27986) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd since (B)(6) 2017, cardiac arrhythmia since (B)(6) 2013, nausea, micturition urgency, urinary frequency, lower abdominal pain and perineal pain. Concomitant products included omeprazole for gerd as well as ibuprofen and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("plaintiff has suffered physical pain/claiming pain: pelvic/abdominal, chronic/ pain pelvic"), depression ("psych injury related to essure? Yes/ depression"), urinary tract infection ("bladder/urinary problems: urinary problems, uti/ infection (bladder/urinary tract/vaginal) type: urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury related to essure? Yes/ anxiety and mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("claiming pain: pelvic/abdominal, chronic"), urinary tract disorder ("bladder/urinary problems: urinary problems, uti") and headache ("headaches"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dyspareunia, vaginal discharge and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2013, (B)(6) 2013. Discrepancy noted in removal date- (B)(6) 2018, (B)(6) 2018- the plaintiff received treatment for pelvic pain, device dislocation, abdominal pain, genital haemorrhage, psychological trauma, urinary tract disorder, urinary tract infection, headache the plan was to have 3 coils outside the tubal ostia but with deployment only the very last part of the coil was outside the tubal ostia on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: left fallopian tube remains patent despite adequate appearance of position of the essure micro-insert. Right fallopian tube remains patent in the proximal aspect with contrast extending to the mid insert level. Patient was instructed to continue alternative contraception and await further instructions from doctor. The findings were also given to her sister in law, that the patient wished to be involved with the consultation; on (B)(6) 2014: as per mr-the tubes are closed. Imaging procedure - on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : urinary tract infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general, abnormal bleeding') in an adult female patient who had essure (batch no. B27986) inserted for female sterilization and female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gerd since (B)(6) 2017, cardiac arrhythmia since (B)(6) 2013, nausea, micturition urgency, urinary frequency, lower abdominal pain and perineal pain. Concomitant products included omeprazole for gerd as well as ibuprofen and salbutamol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("plaintiff has suffered physical pain/claiming pain: pelvic/abdominal, chronic/ pain pelvic"), depression ("psych injury related to essure? Yes/ depression"), urinary tract infection ("bladder/urinary problems: urinary problems, uti/ infection (bladder/urinary tract/vaginal) type:urinary tract"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psych injury related to essure? Yes/ anxiety and mental anguish"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("claiming pain: pelvic/abdominal, chronic"), urinary tract disorder ("bladder/urinary problems: urinary problems, uti") and headache ("headaches"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), paracetamol (acetaminophen) and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, vaginal haemorrhage, menorrhagia, anxiety, migraine, dyspareunia, vaginal discharge and weight increased outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, urinary tract disorder, urinary tract infection and headache had resolved. The reporter considered abdominal pain, anxiety, depression, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2013, (B)(6) 2013. Discrepancy noted in removal date (B)(6) 2018, (B)(6) 2018. The plantiff received treatment for pelvic pain, device dislocation, abdominal pain, genital haemorrhage, psychological trauma, urinary tract disorder, urinary tract infection, headache. The plan was to have 3 coils outside the tubal ostia but with deployment only the very last part of the coil was outside the tubal ostia on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram on an unknown date: essure device was successfully occluded; on (B)(6) 2013: left fallopian tube remains patent despite adequate appearance of position of the essure micro-insert. Right fallopian tube remains patent in the proximal aspect with contrast extending to the mid insert level. Patient was instructed to continue alternative contraception and await further instructions from doctor. The findings were also given to her sister in law, that the patient wished to be involved with the consultation; on (B)(6) 2014: as per mr-the tubes are closed. Imaging procedure on (B)(6) 2014: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : urinary tract infection, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet received: reporter information, patient details, product indication updated. Incident category added. Events added- device dislocation, abdominal pain, genital haemorrhage, psychological trauma, urinary tract disorder, urinary tract infection, headache. Outcome of events ¿pelvic pain, abdominal pain, genital haemorrhage, urinary tract disorder, urinary tract infection, headache¿ taken as ¿recovered / resolved¿. Lab data added. Insertion and removal date updated. On 5-sep-2019: plaintiff fact sheet and medical records received : event ¿psychological trauma¿ was replaced with events ¿depression, anxiety¿. Other events added- vaginal haemorrhage, menorrhagia, migraine, dyspareunia, vaginal discharge, weight gain. Reporter information, patient details updated. Treatment and concomitant products added. Patient¿s medical history added. Lab data added. Event onset dates added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.